Event description:
A customer from (B)(6) contacted customer service about his daughter's contour link meters. He alleged that her glucose was tested using both meters and she received readings of 583 and 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips and new meters were sent to the customer.